Event description:
Follow up information reported that the cause of the issue(s) was not determined. It was unknown if and when reprogramming was performed. As far as was known, the patient recovered from the explant of the device without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
.

Event description:
It was reported, the patient may have an allergy to titanium or an allergic reaction. The patient noted prior to implant that she had a nickel allergy. She had a prior reaction to titanium screws in her ankle and had them removed. The physician she discussed it with prior to implant determined it wouldn¿t be an issue. The patient had no issues until 2014 (B)(6) when she felt nauseated and her stomach hurt. She also had headaches and eye pain. The patient had been in bed most of the time to exhaustion. She also had tenderness and swelling at/around the stimulator. The patient also stated there was burning. The patient was seen in the clinic. The clinic thought it was flu like symptoms. The site was healed with no sign of infection. The patient took anti-nausea and pain medications. The patient was then stating that she may have an allergy to titanium. The physician¿s office did not feel the issue was device related. Device specifications were given. It was further reported that the patient had an appointment on 2014 (B)(6). No interventions or diagnostics had been done. No malfunctions were seen. It was further reported that a company representative was present at the 2014 (B)(4) appointment. There were no further concerns regarding the allergic reaction. There was still some discomfort at the stimulator site, but this had improved some. The device was reprogrammed to get better coverage to painful areas. There were no further complaints or concerns. It was further reported that the device was explanted. It was stated that the burning at the stimulator site never went away. The patient stated stimulation was good during intraoperative testing but she never again felt it where she needed it. The patient also reported a pinching sensation at bra line. The patients status was unknown.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had pain at the internal pulse generator pocket site. There were no signs of infection or allergic reaction on exams. The patient reported a burning pain at internal pulse generator pocket site and believed she was allergic to titanium. The patient had stim cell injections to hip which resolved the pain. The event was possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found no significant anomaly. It was noted that the stimulation lead body was cut through and the product was segmented. Analysis of the lead (serial # (B)(4)) found no significant anomaly. It was noted that the stimulation lead body was cut through and the product was segmented. Analysis of the anchor 1 (model # 97791) found no significant anomaly. It was noted that the anchor was cut. Analysis of the anchor 2 (model # 97791) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had burning pain at the implantable neurostimulator (ins) pocket site. No signs of infection or allergic reaction on exams. The patient had stem cell injection to hip which resolved the pain. No diagnostic methods were performed. The event was reported as not related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).